Event description:
I got partials in 1992 or 1993. Used fixodent off and on. I also use orabase and still am. I've been experiencing numbness from 1993 and still presently have numbness of hand and feet. Had surgery 1994 and 1995 to try and stop by nerve problems. Dates of use: 1993 - 2009. Diagnosis or reason for use: denture adhesive, orabase.